Event description:
Hcp reported the patient presented in 2001 with an infection of the lumbar region. The only symptom the patient had was drainage. A culture of the drainage was done that was positive for pseudomonas aeruginosa. The patient was treated with both IV and oral antibiotics and device system explant. The infection resolved and there was no drug withdrawal.